Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated with non-wireless telemetry and the battery longevity status bar was gray. It was noted the same had occurred four days earlier, and the device had not been stored in cold temperatures. The device was not used and there was no patient involvement.